Manufacturer narrative:
Additional information was request, however was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was supported by an extracorporeal circulatory support device. It was reported that the pump was changed out due to immediate elevation of plasma free hemoglobin on a patient. Additional information was request, however was not provided.

Manufacturer narrative:
Section d3, g2: corrected data. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between the device and the reported hemolysis could not be determined through this evaluation. The pedimag blood pump, lot number l05493-lb7, was returned with small sections of tubing attached to the inlet and outlet ports, which were secured with zip ties. A small amount of blood was present within the pump. Examination of the inlet and outlet tubing as well as the inlet and outlet ports revealed no evidence of damage, depositions, or thrombus formations. In addition, visual inspection of the pump housing, rotor, and rotor well revealed no evidence of damage, depositions, or thrombus formations. There was no evidence of separation or slippage between the rotor magnet and rotor body. Examination of the pump rotor revealed areas of blue discoloration on portions of the glue seams. The pump rotor failed the uv light examination criteria described in the manufacturing procedure; however, the root cause analysis did not yield a clear result, indicating either a singular malfunction of equipment or no determinable root cause via the available data. The observed issue with the glue seam on the rotor did not appear to have affected pump function and could not be conclusively correlated to the reported event. The returned pedimag blood pump was functionally tested on a mock circulatory loop with a test motor and equipment. The blood pump functioned as intended in accordance with manufacturing specification. The pedimag blood pump instructions for use (IFU) lists hemolysis as a potential side effect that may be associated with the use of the pedimag blood pump (IFU warning #3). The IFU warns that use of this pump for periods longer than durations appropriate to cardiopulmonary bypass procedures may result in pump failure, reduced pumping capacity, excessive blood trauma, degradation of blood contact materials with possibility of particles passing through the blood circuit to the patient, leaks, and increased potential for gaseous emboli (IFU warning #23). The IFU also cautions to always have a spare pedimag blood pump, back-up console, motor, and accessories available for change out (IFU caution #15). The section titled "inspection prior to use" states that the blood pump should be inspected prior to use for any damage or particulate matter contamination. Do not use the blood pump if damaged or if any particulate matter is found on or inside the blood pump. Contact the manufacturer regarding return of any suspect blood pump. The device history record (DHR pv pump l05493-lb7) was reviewed and showed that the device was manufactured in accordance with manufacturing and quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information after initiation of the 1st ECMO circuit, plasma free hemoglobin continued to rise for 6hrs. We then blood primed a new circuit with different lot numbers and switched to that system. The baby's plasma free hemoglobin drastically started improving after the change out. Due to the elevated bilirubin and bun after the hemolytic event, it was decided to delay the diaphragmatic hernia repair until these lab valves normalized (4 days). The baby was then surgically repaired on (B)(6) 2019. After post-operative bleeding had minimized and patient lab values had been consistently normal, the patient was slowly weaned off of ecls on (B)(6) 2019. The baby is stable following his congenital diaphragmatic hernia repair, off ECMO, and now extubated on a nasal cannula with an o2 flow rate of 0.4 l/min.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.